Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the device was placed on a patient the screen went dark and the user observed it was not functioning. The respiratory therapist was present when this occurred. In order to get the v60 to start ventilating, the therapist told the patient to take a deep breath. The device was immediately removed from the patient and replaced with another ventilator. The respiratory therapist then put a clean circuit on the machine and attempted to trigger the machine. The bipap would not trigger for the therapist unless he also took a deep breath. There was no patient harm.

Manufacturer narrative:
No new patient details have been provided.